Event description:
The customer received a blood glucose reading of 137mg/dl on the contour meter, re-tested on a different meter and received 287mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement meter and test strips were sent to the customer

Manufacturer narrative:
The model# was not provided.